Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. After testing it was concluded that the device did not operate within specifications. Following our receipt of the one partial returned used sensor/missing needle hub and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification due to it was found under further inspection using a leica microscope it was found cracks/and corrosion at the electrode trace conduit path (reference, working and counter), also the reference electrode has a silver color indicating agcl elution. In summary: customer complaint of unexpected alert/alarm is confirmed due to the physical damage the sensor flex was found. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported via phone call that they received change sensor, enter bg, calibration not accepted, and alert on low alerts. Change sensor alert was received after multiple calibration rejections. Customer also experienced a sg (3.6 mmol/l) vs bg (11.7 mmol/l) difference which was not within target range of glucose difference. Insulin delivery was not suspended due to the difference. Issue was occurring with the current sensor which had been in use for 4 to 5 days. Troubleshooting was partially performed. Test on transmitter was completed and it passed. Customer confirmed that the sensor was securely taped to the skin. No blood was present at the sensor insertion site. The customer denied taking any medications containing acetaminophen or paracetamol which could falsely raise sensor glucose readings.